Event description:
Per the clinic, the patient received steroid injections (date not reported) to treat an overgrowth of tissue around the implant site. The implanted device remains. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.